Event description:
During an endoscopic retrograde cholangiopancreatography (ercp) with stone removal, the physician used a cook endoscopy fusion lithotripsy extraction basket in an attempt to remove a 1.5cm egg-shaped stone from the common biliary duct. A sphincterotomy and dilation of the papilla had been previously performed. The basket was advanced into position inside the common biliary duct and the basket captured the stone. However, removal of the stone and basket through the papilla into the small intestine was unsuccessful. The physician elected to perform mechanical lithotripsy in an effort to crush the stone while it is positioned inside the duct to aid in removal. During the mechanical lithotripsy attempt, the basket wires broke near the basket handle. The basket was removed from the stone and the common biliary duct. The basket was then removed from the endoscope. A stent was placed (to facilitate biliary drainage) and another attempt to remove the stone was scheduled for five days later. For a description of the next attempt, see MDR # 1037905-2009-00039.

Manufacturer narrative:
Evaluation: we could not confirm the report because the product said to be involved was not returned to cook endoscopy for evaluation. We could not conduct a review of the device history record or conduct a sample test from this lot because the lot number was not provided. After a review of the account ordering and shipping history, the lot number could not be determined. A review of the twelve month complaint history for this product family was conducted. Based on this percentage, the likelihood of this type of report is rare. Conclusions: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. The information provided indicated a sphincterotomy and dilation was performed prior to the extraction attempt. This is performed to widen the ampullary opening and allow passage of the stone(s) from the bile duct to the small intestine. An ampullary opening inadequate to allow for the unimpeded passage of the stone and basket is listed in the fusion lithotripsy extraction basket instructions for use as a contraindication. The instructions for use of the fusion lithotripsy extraction basket warn the user that because the lithotriptor device generates mechanical pressure during use, basket fragmentation and/or stone impaction in the common bile duct is a possibility that may require surgical intervention. Prior to distribution, all fusion lithotripsy extraction baskets undergo a visual and functional inspection to ensure device integrity. A review of the device history records for the possible lot numbers confirmed that the lots met all manufacturing requirements prior to shipment. Corrective actions: no corrective action warranted at this time because the report could not be verified and this involves an inherent risk of the procedure. The complaint risk priority number (crpn) for this type of occurrence has been calculated based on the rate of occurrence and severity of the outcome. Based on this activity, no further action is warranted at this time. The likelihood of this type of occurrence is rare. Customer quality assurance will continue to monitor for complaint trends.